Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported an over-correction in both eyes three weeks following a planned monovision lasik treatment. The pt reported blurry vision distance and near and also reported problems at the computer. In a f/u with the optometrist, she indicated the surgeon was planning to perform an enhancement in both eyes on (B)(6) 2014. She also reported the pt's best corrected vision could not be corrected to 20/20 due to a history of meridional amblyopia in both eyes. There are two medical device reports associated with this event. This report is for the left eye.